Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 203mg/dl at the time of the incident. The customer reported that she has received the power error detected alarm and she has already reported such issue. The customer reported that the battery also exhaust quickly. The customer reported that she had changed her battery 4 times and her battery icon goes from fully charged to replace battery now. The customer reports pump has not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g or 640g pump with software version 2.6. The customer previously called to report the power error detected. The power error detected did not recur within a week of troubleshooting previous occurrence. It was not clear from the troubleshooting whether the alarm was resolved. The customer declined troubleshooting. The customer will monitor and call back if issues persist. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error, low battery alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with partially detached reservoir tube retainer, scratched case and minor scratched lcd window.